Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that her blood glucose had risen to over 250 mg/dl. She stated that the pod had adhesive issues and had fallen off, causing the cannula to dislodge, prior to the 3-day wear time. The pod was worn on the arm between 4 and 24 hours. The patient was in a pool, standing on a raft, at the time that the pod fell off. No information was provided regarding how the patient treated the issue.